Event description:
Information received from the field notes that the patient was seen after complaint of dizziness and poor exercise tolerance. Interrogation found the device in hardware vvi back-up mode. The device was successfully downloaded. Two subsequent follow-ups revealed dashes for the battery current. Therefore, the device was replaced.